Manufacturer narrative:
The pump was monitored, and all operating currents tested within specification range. No unexpected battery out limit alarms were noted. No frozen display was noted. All buttons functioned properly. However, corroded keypad traces were noted. The pump also had a cracked reservoir tube lip, cracked display window, minor scratches on the display window and a cracked case near the display window corners noted during visual inspection.

Event description:
It was reported the insulin pump was having a keypad anomaly and alarming battery out limit. Customer does not recall blood glucose level at the time of alarm. Customer stated the device was frozen and none of the buttons were responding. Customer took the battery out battery, reinserted and device alarmed battery out limit. Customer blood glucose was 4.0mmol/l during keypad anomaly. The device might have fallen out of customer pocket once a month. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.